Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. This report is for one (1) unknown short tfna nail. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. (Therapy date): unknown date in (B)(6) 2016. Explant date: unknown date in (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on an unknown date in (B)(6) 2016 due to nonunion and a broken short trochanteric fixation nail advanced (tfna). The patient was initially implanted with the unknown tfna short nail and blade (dynamic locking mode) to treat a complex intertrochanteric fracture on an unknown date in (B)(6) 2016. The nail reportedly broke at the level of the proximal aperture. The patient was revised to a long tfna nail and screw construct. Please see related complaint, (B)(4), which addresses and reports an additional event related to this patient. The surgeon commented that the complexity of the patient¿s fractures and comorbidities may have contributed to the nail breakage. This report is for one (1) unknown short tfna nail. This report is 1 of 1 for (B)(4).